Manufacturer narrative:
Physio-control evaluated the device and observed damage to the charge-pak battery charger and the nearby area of the device from what appears to be venting of a ruptured battery cell, designator bt1, in the charge-pak. Further evaluation found that root cause for the battery cell venting was a failed shorted protection diode, designator cr2, in the charge-pak. A replacement device was provided to the customer.

Event description:
The customer complained that the device exhibited what appeared to be smoke residue from a flame emanating from the device. The device also fails to turn on, however, the ok symbol is still displayed in the readiness indicator.